Event description:
The customer reported an audio failure message on screen and no sound was heard. The device was not in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.